Event description:
The pump showed a "battery low' message after a bolus was given. After the pump was reprogrammed, the eri (elective replacement indicator) was 16 months. Another message appeared again on (B) (6) 2010. A pump replacement was planned; date of explant and possible replacement were unclear. The medications being delivered via the device system were morphine and clonidine.

Manufacturer narrative:
(B) (4).